Event description:
Pt's general practitioner, dr. Pt's cardiologist, that the pt had recently died. The pt had cardiomyopathy. It is verbally reported to co that the coroner's report stated that the death was related to pacemaker failure.